Manufacturer narrative:
Correction: h6- medical device problem code (a) 1401 should be changed to code 2993 in intital MDR. Additional information: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic deformed and haptic defrormed/stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with the same length lens but toric model. This resolved the problem.

Manufacturer narrative:
H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4)

Manufacturer narrative:
Claim # (B)(4).